Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue is done by analyzing problem description and service report. There was no patient involvement. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further received information indicated that the issue was solved by replacing expiratory cassette, which does not affect ventilation. The device passed all performance tests and could be returned to clinical use. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).